Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. Prior to the procedure the patient was on apixaban. The pigtail catheter was used in the procedure and the watchman trusteer access system was inserted. The patient was successfully implanted with a 31mm watchman flx pro closure device with a complete left atrial appendage seal and a deployed device diameter of 27.6mm. The next day the patient was discharged on aspirin and continuation of apixaban. Tee imaging performed on (B)(6) 2024, during 45-day protocol scheduled follow up visit showed no thrombus on the 31mm watchman flx pro closure device and was within normal limits. Approximately one year later the patient returned for protocol scheduled follow up. Transesophageal echocardiogram (tee) revealed a possible small thrombus on the 31mm watchman flx pro closure device nipple and shoulder along the mitral shoulder with maximum area of 2cm2. The thrombus was pedunculated and mobile. The patient was advised to continue anticoagulant medications and recommended to return for a non-imaging clinic appointment in one month.